Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-06530. It was reported the patient underwent implant of two leads for an scs trial on (B)(6) 2019. Although there was not any indication of a dural puncture at the time of the implant, the patient later developed a headache and cerebrospinal fluid (csf) was found at the external pulse generator (epg) site. To address the issue, the physician explanted the two trial leads. The headache has since resolved.